Manufacturer narrative:
Entire form completed by manufacturer.

Event description:
On 06/09/2017 received explanted lead from st. Jude medical. No explant information provided. Investigational letters sent to implanting physician and center.